Event description:
The recipient is reportedly experiencing electrode extrusion and a full cochlear ossification. The recipient's device will remain in situ. The recipient is a non-user of the device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.